Event description:
Caller reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump but planned to rely on an alternate method if necessary. Technical support (cts) decided to send a replacement pump with updated software and provided instructions for the return and setup of the replacement. Customer was advised to program pump settings and connect cgm to the new pump. The return process was clarified, and the requirement for a signature upon delivery was confirmed.